Manufacturer narrative:
On 11-apr-2024, mentor received additional information about the event: the patient is scheduled to undergo explantation on (B)(6) 2024. It was clarified that it was the patient¿s left breast prosthesis that ruptured. Block b1 brand name and block d4 lot number, serial number, and UDI number were updated accordingly. Reason for device explant and/or reoperation: breast prosthesis rupture. D6b explantation month, day, and year: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed on lot #6805976 and lot #6765133, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery procedure with an unspecified mentor smooth gel breast device gel breast prosthesis that ruptured post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Information was reported about two devices: left breast prosthesis: catalog #3505001bc, lot #6805976, serial #(B)(6). Right breast prosthesis: catalog #3504751bc, lot #6765133, serial #(B)(6). It was not specified if it was patient¿s left breast prosthesis or right breast prosthesis that ruptured. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
On 23-may-2024, the mentor failure analysis lab received the device for evaluation. On 24-may-2024, mentor received additional information about the event: the patient developed baker grade iii capsular contracture in her left breast post implantation. The patient had both breast prostheses explanted and they were replaced with mentor memorygel boost breast implant 635cc gel breast prostheses. During explantation surgery, it was observed that the removed right breast prosthesis was ruptured. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-06610 for the report for the patient¿s right breast prosthesis. On 29-may-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).